Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred. Reportedly, the customer filled the cartridge with approximately 180 units. However, the customer stated that the air removal step was not performed. The customer's blood glucose level was not impacted and the customer indicated that a new cartridge would be loaded.